Event description:
On 02/07/2025, a sales representative reported via (B)(4) that an abs-10062t angel® cprp system with aspiration kit had no fluid coming out. This occurred during a case that went full cycle, a seventeen-minute spin, and showed cc; however, fluid did not come out. Additional information was provided on 02/26/2025 where the sales representative stated this event occurred on (B)(6) 2025 during an achilles case. The patient went without prp for this case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to not striking the syringe prior to installation.